Event description:
It was reported that li61 lens was removed intraoperatively due to lack of capsular support. The lens was not fully inserted and there was no enlargement of the incision. According to the surgeon the event was due to zonular dehiscence (possibly pre-existing condition) and capsular rupture. The patient was left aphakic and will need iol implantation at a later date. Please reference MDR number 1119279-2013-00090 for the delivery device used in this event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.